Event description:
It was reported that after a peripheral diagnostic angiogram, arteriotomy closure of a mildly calcified and mildly scarred right common femoral artery was achieved with a starclose se device. A 5-7mm incision was made at the sheath site/tissue track prior to device insertion that was the spread all the way down to the vessel. There was no difficulty reportedly inserting the device in the patient anatomy. Reportedly, after clip deployment, the device became stuck by being impacted in subcutaneous tissue. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset, but the thumb advancer could not be fully retracted proximally and the device remained stuck in subcutaneous tissue. To remove the device the subcutaneous tissue was cut away from the clip delivery tubeset under local anesthesia, which freed the device for removal. The starclose se clip achieved hemostasis. Hospitalization was reportedly extended due to the reported experience. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The common femoral artery was reportedly mildly calcified. The special patient populations section of the starclose se instructions for use (IFU) states that the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states: do not deploy in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: catalog number. Evaluation summary: the device was returned for evaluation. The reported difficult to remove device condition was confirmed based on the damaged condition of the device. The thumb advancer retraction issue was not confirmed as the access port retraction function worked as designed with the thumb advancer/delivery tube set retracting without any detected anomaly. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.